Manufacturer narrative:
Continued h6 (health effect impact code): f2203 imaging required further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries - ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ depression: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.

Event description:
Patient representative reported left side significant pain and tenderness in the breast, as well as capsular contracture baker grade I, rupture, depression, anxiety, multiple bii symptoms (not device related)" and pain in left arm. MRI and ultrasound was performed. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient representative reported left side significant pain and tenderness in the breast, as well as capsular contracture baker grade I, rupture, depression, anxiety, multiple bii symptoms (not device related)" and pain in left arm. MRI and ultrasound was performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d3, d4, g4.